Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned. Physical examination of the product confirmed the complaint. The end of the handle broke off. Strike end is separated from the rest of the instrument. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: DHR review. Lot number: so2043018. Quantity manufactured: 50. Date of manufacture: 5/2/2019. Any anomalies or deviations identified in DHR: no deviations or anomalies related to the malfunction expiry date: n/a ¿ sold as non-sterile. IFU reference: (B)(4) corrected: b4 and h3.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Customer is complaining the instrument as it fractured into two or more pieces. For both instruments the impaction plate broke off. No surgical delay reported, no adverse patient and/or user consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.